Event description:
Report received of an overdelivery. The pump was returned from clinical service with an unsigned note that read, "gave too much medicine in a short period of time. One syringe empty in two hours." The note did not provide any tracking info; therefore, specific pt info, pump programming, or event details were not available. The customer was able to verify that morphine was being delivered. Multiple unsuccessful attempts have been made to obtain additional info.